Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. The insulin pump was unable to confirm if customer received sensor damage due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no electrode on sensor. Customer was advised that the device would be replaced and agreed to return the product for analysis.